Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received inappropriate shock therapy while at a swimming pool. Data was sent for a technical services evaluation. No resulting adverse patient effects resulted from the shock. Reportedly, the patient later returned to the same swimming pool to investigate environmental surroundings, so as to determine root cause. The place where the shock occurred was in close proximity to a water slide with an electric pump. It has been concluded that when the patient touched the hand rail near this structure, while standing in the wet environment, the pump generated system noise and resulted in the inappropriate therapy. No noise was observed when the patient was standing on a dry environment. It was additionally reported, the pump was running continuously and the patient was not wearing footwear. To date, this device remains implanted and in service with no system changes.